Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#3006705815-2018-02105. It was reported that the one of the thoracic lead measured high impedance on all lead contacts. Also, the lead migrated. Reportedly, patient had fall and patient could not experience effective stimulation. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report#3006705815-2018-02105. Additional information received identified that surgical intervention was undertaken wherein the pns system was explanted.